Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated that the device quit working half of the time they have it as well, and they lost the external equipment to adjust it. There was no symptom reported. There were no further complications reported at this time.